Event description:
It was reported that the surgeon observed redness following an laminectomy l4-l5 transverse. Surgeon treated patient with: debridement of the surgical site, steroids, antihistamines, and cultures. The cultures came back negative concluding that there was no infection with this event. The surgeon is confident that this was an allergic reaction, that may or may not have been caused by vitagel. This event will be reported since it is cannot be concluded whether or not vitagel contributed to the allergic reaction. Furthermore, the patient is expected to make a complete recovery. A comprehensive device history review was performed. There were no anomalies identified in this review, the device satisfied all qc release criteria. Additionally, microbiology testing and environmental monitoring produced passing results.

Manufacturer narrative:
Device was discarded following surgical procedure, not returned.